Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. No visible damage was found. 2.2 a functional test was performed. The device passed the self-test. A bd plastipak 50ml syringe was inserted, the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read out and analyzed. The described infusion was found on (B)(6) 2021. The infusion was started and at 03:49 pm a pressure alarm occurred. The infusion was continued and at 03:56 pm the line was extracted. At this time, 0,64ml must be infused. The reason for the pressure alarm could not be clarified. 2.4 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +1,05%. 2.5 an infusion with a bd plastipak 50ml syringe was performed. During the functional test the bolus button was pressed. During this test, no malfunction could be detected. 2.6 during the investigation no faults could be detected. To investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion" according to the customer: "I have a perfusor space pca pump that's come down for repair. In a copy of the email sent in the letter, there is an issue with the pump described fully as follows; "pump administered 0.640mg bolus and occluded then cleared the bolus dolus that had previously been administered. Pumps showed 0.64 infused should have been 1.640mg". Further clinical update: to answer your questions there was no harm to the patient involved, the patient wasn't administered the full 1mg bolus due to occlusion but there didn't seem to be any reason for this to occur. The machine made a griding noise which alerted me to the problem and it cleared what had previously been administered. As the patient was about to be transferred to the ward I immediately changed the machine but this was able to be done in a timely manner so the patient could continue to manage his pain effectively. No datix was completed."